Event description:
The customer observed falsely elevated sodium results generated on the architect c16000 processing module for multiple samples. The following example results were provided: (customer provided reference range for sodium 136-145 mmol/l) (B)(6) 2023 initial result = 178 mmol/l, repeat result = 141 mmol/l another sample reported the initial result = 172 mmol/l, repeated six times: 136 mmol/l, 137 mmol/l,137 mmol/l,137 mmol/l,135 mmol/l,137 mmol/l no impact to patient management was reported.

Manufacturer narrative:
The architect c16000 processing module was inspected and the tbg, r2 valve to reagent 2 pump a (rohs), tbg, r2b pump to pm sensor (rohs), and the seal, water line syringe (rohs) were found to be damaged. Bubbles were found in the bellows, bellows only (rohs). The parts were replaced, and the issue was resolved. No additional discrepant results have been reported since the service activities were completed. The tbg, r2 valve to reagent 2 pump a (rohs), tbg, r2b pump to pm sensor (rohs), seal, water line syringe (rohs), and the bellows, bellows only (rohs) were determined to be the likely cause of the elevated sodium results. No additional discrepant result issues have been reported since the service activity was completed. The instrument service history review revealed no additional service tickets associated with the issue. A review of tracking and trending did not identify any trends for the complaint issue. A review of the scorecard identified no similar issues related to the architect c16000 processing module or likely cause parts as described. A review of historical data found no non-conformances related to the current complaint. Labeling was reviewed and found to adequately address the issue. Based on the investigation, no systemic issue or deficiency for the architect c16000 processing module serial number (B)(6) was identified. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated sodium results generated on the architect c16000 processing module for multiple samples. The following example results were provided: (customer provided reference range for sodium 136-145 mmol/l). (B)(6) 2023 initial result = 178 mmol/l, repeat result = 141 mmol/l. Another sample reported the initial result = 172 mmol/l, repeated six times: 136 mmol/l, 137 mmol/l,137 mmol/l,137 mmol/l,135 mmol/l,137 mmol/l. No impact to patient management was reported.